Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with a common failure; this condition had the potential to interrupt delivery. This condition was found in the intensive care unit. It is unknown when this event occurred. The facility representative stated that there was no patient involved; therefore, there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the customer reported condition was confirmed by service as failure code f-35. Service determine that the failure was associated with the front panel key being pressed for more than 40 seconds. The device was returned unrepaired. Additional information: a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.